Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error. Customer's blood glucose value was 147 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump errors noted. Unit was unable to connect with glucose sensor simulator, problem isolated to printed circuit board. Unit was received with minor scratches on case and minor scratches on lcd window.